Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as caused by improper operations. The patient hospitalization, and patient outcome were not reported. The patient was treated with gentamycin and cephalosporin. Dianeal therapy was ongoing during treatment. It was not reported if the patient was retrained on the proper aseptic technique. The reporter decline declined to provide additional information.